Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been experiencing high blood glucose levels for the last 8 months, with blood glucose of 500 mg/dl at the time of the incidents. The customer was at 255 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.